Event description:
Customer reported pt received more morphine than expected during pca bolus only infusion. The morphine order was 50mg/50ml in a 60ml monoject syringe, with a bolus dose 1mg every 12 mins. The device syringe volume read 46.8ml (after priming) at 1226 on (B)(6) 2014 and there were 5mls administered per the device from that time point until (B)(6) 2014 at 0716, in which the device read 36ml remaining instead of 41.8ml. The customer did not report the actual volume remaining in the syringe compared to what the device volume read. Customer requests event log review from (B)(6) 2014 at 1200 unit the time the device was shut off on (B)(6) 2014 for all programming, volume infused, vtbi, alarms and errors. No pt harm or medical intervention was reported. No add'l info was provided.

Manufacturer narrative:
(B)(4). Devices not received, log review only. The event logs have been received and the eval is pending. A f/u report will be submitted with investigation results once the eval has been completed.